Event description:
It was reported that an air embolism occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the laa of the patient. The patient began experiencing st segment elevation and fluoroscopy imaging showed that there was an air embolism in the left atrium of the patient. The procedure was paused and the patient was given medication to help with the drop in their blood pressure. The patient became hemodynamically stable and the procedure was continued. The physician inserted the wds and successfully completed the procedure with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient remained overnight for observation and was discharged from the hospital the next day.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was not returned; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038216850. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include st segment elevation, hypotension and air embolism (medication required, unexpected diagnostic intervention, hospitalization or prolonged hospitalization). As it was reported that when we exchanged faradrive sheath for trusteer, the sheath was not properly flushed, and air was injected into the left atrium, it was considered most likely that unintentionally not properly flushing the sheath contributed to the reported event. Risk review: a risk review was completed and confirmed that the events of st segment elevation, hypotension and air embolism were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that an air embolism occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the laa of the patient. The patient began experiencing st segment elevation and fluoroscopy imaging showed that there was an air embolism in the left atrium of the patient. The procedure was paused and the patient was given medication to help with the drop in their blood pressure. The patient became hemodynamically stable and the procedure was continued. The physician inserted the wds and successfully completed the procedure with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient remained overnight for observation and was discharged from the hospital the next day.